Manufacturer narrative:
The reported event was unconfirmed. Five photos were received of the tipless nitinol stone basket with packaging.; however, the photos were not able to confirm the reported issue. Received 1 tipless nitinol stone basket with packaging. Verified material number 041900 and batch number ngkp4005. Sample was evaluated and the basket was able to open and close without issue. Risk, labelling, and DHR review are not required as the reported event was unconfirmed. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this occurred during surgery; unable to close the stone basket properly, so use was discontinued, and a new basket was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this occurred during surgery; unable to close the stone basket properly, so use was discontinued, and a new basket was used.